Manufacturer narrative:
Insulin pump passed displacement test and active current measurement. Insulin pump received with unexpected battery power loss shown in power graph for different periods of time and had high sleep current, problem isolated to electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer stated they received low battery alert prior to replace battery alarm. Customer stated timing was less than 8 hours from the low battery alert to the replace battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.